Manufacturer narrative:
(B)(4). Batch # p93f00. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger, resulting in no audible feedback sound. Also it was found that there was a cracked internal component. No conclusion could be reached as to what caused the broken clicker and the cracked internal component. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that 2.5 hours into esophagectomy, it was noticed that the teflon pad on the distal tip of the device was beginning to split. Time delay of approximately 5 minutes. A second same like device was opened to complete the procedure. No consequence to patient.